Manufacturer narrative:
The device evaluation found the charged coupled device (ccd) was broken and therefore the image was green. Based on the results of the investigation, it is likely that one of the following led to the malfunction: failures in the microelectronics of the close control unit (ccu) plug; degradation within the ccd and ccu plug caused by prolonged heat; or corrosion on the soldering joints. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use states ¿if a device failure occurs during surgery, a replacement device must be available. Before starting the procedure, each user must ensure that an appropriate replacement device is available so that the procedure can continue successfully in the event of any problems." Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the video telescope exhibited a charged coupled device that was broken and therefore the image was green. There were no reports of patient involvement.